Event description:
The manufacturer received information in relation to a simplygo oxygen concentrator. The device was returned to a third party service center. The device was evaluated by a service technician. The technician reports low oxygen, sieves clogged, compressor is overheating, flex cable damaged, tubing kit and exhaust muffler contaminated. The technician reports the parts need to be replaced and the device requires preventive maintenance.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Manufacturer narrative:
The manufacturer received information in relation to a simplygo oxygen concentrator. The device was returned to a third party service center. The device was evaluated by a service technician. The technician reports low oxygen, sieves clogged, compressor is overheating, flex cable damaged, tubing kit and exhaust muffler contaminated. The technician reports the parts need to be replaced and the device requires preventive maintenance. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.